Event description:
Dealer states he intermittently gets control inhibited and slow down. Dealer states he found the mercury switch wire kinked. Probably the mercury switch. Spoke with tech. Dealer hung up received information from tech.